Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The original sample was discarded at the facility.

Event description:
It was reported that the balloon ruptures were observed consecutively 8 times on the same patient during about 3 weeks. This report describes the 3rd balloon rupture. The 14fr tube was inserted on (B)(6) 2016 and found to be removed spontaneously from the patient and ruptured on (B)(6) 2016. The device was used for the administration of the anticonvulsant to the patient. The medicines administrated were as follows: sodium valprorate 20%, zonisamide 100 mg, prosesiya tablet 20 mg, aspara potassium acid 50%, magmitt 330 mg. (Tablets were crushed when it administered.)